Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the stomach during a resection of gastric cancer, the stapler was unable to fire. The surgeon was able to press the green button but was unable to squeeze the handle. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.